Manufacturer narrative:
IT WAS INDICATED THAT THE DEVICE WILL NOT BE RETURNED FOR EVALUATION. IF THERE IS ANY FURTHER RELEVANT INFORMATION OBTAINED, A SUPPLEMENTAL MEDWATCH WILL BE FILED. DETAILED PRODUCT INFORMATION WAS NOT PROVIDED TO BSC. GOOD FAITH EFFORTS TO OBTAIN THE INFORMATION ARE IN PROGRESS. BECAUSE THE PRODUCT IS UNKNOWN, WE ARE UNABLE TO PROVIDE THE UNIQUE IDENTIFIER (UDI) AND OTHER SPECIFIC PRODUCT INFORMATION AT THIS TIME. A SUPPLEMENTAL REPORT WILL BE FILED IF THE INFORMATION IS RECEIVED.

Event description:
IT WAS REPORTED THAT THE PATIENT EXPERIENCED RESPIRATORY ARREST. THE PATIENT DIED. SOMETIME AFTER A PULSE FIELD ABLATION (PFA) PROCEDURE USING A FARAWAVE CATHETER THE PATIENT EXPERIENCED RESPIRATORY FAILURE. IT IS UNKNOWN IF ANY MEDICAL INTERVENTION WAS ATTEMPTED, BUT THE PATIENT DIED THE SAME DAY. THE DEVICE IS NOT EXPECTED TO BE RETURNED FOR ANALYSIS DUE TO DISPOSAL.

Event description:
It was reported that the patient experienced respiratory arrest. The patient died.Sometime after a pulse field ablation (PFA) procedure using a FARAWAVE catheter the patient experienced respiratory failure. It is unknown if any medical intervention was attempted, but the patient died the same day. The device is not expected to be returned for analysis due to disposal. It was further reported that the patient died one or two days post-procedure. The patient had pre-existing respiratory issues.

Manufacturer narrative:
Detailed product information was not provided to BSC. Good Faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the Unique Identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.This supplemental report is being submitted with an update to sections: B5 & D2a.With all the available information, Boston Scientific (BSC) concludes:Ship History Review: After performing a ship history to identify the most probable lots involved in the Complaint, the following lots were found: 37245885, 37242033, 37477543. Device History Record Review: After performing a device history record review for the found lots, it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Device Technical Analysis:The FARAWAVE catheter was not returned, therefore returned device analysis could not be performed.Labeling Review:The instructions for use were reviewed, and it did not reveal any evidence of device off-label use or failure to follow instructions. The IFU contemplate the adverse events related to "Respiratory Insufficiency" and "Death". There is no evidence that any updates to the document are required at this time.Risk Review:A risk review performed for the FARAWAVE device confirmed that the events of Respiratory Failure and Death are known events defined in the product's risk management documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the FARAWAVE device is acceptable.Various harms could lead to the death of a patient, including, but not limited to Respiratory Failure. The exact cause of the patient's death is unknown, but the severity associated with the event would be a 5, as the patient passed away. Investigation Conclusion:BSC has assigned an investigation conclusion code of Known Inherent Risk of Device. Respiratory Failure and Death are expected procedural complications addressed within the IFU for the Farawave catheter. There were no allegations of a device deficiency contributing to the reported adverse event, and the device has not been returned to BSC for analysis at this time.